Event description:
Drive medical received notice from an insurance company regarding an incident involving a bed that drive medical imports and distributes. A fire broke out in a home that allegedly originated with a drive patient bed. Mechanism for the spark is unknown. No injuries were reported. Drive has reached out to the claims adjuster and inspector for photos of the bed, as the bed is unable to be returned for drive's inspection. This report is based on information received from the claims adjuster and fire inspector.